Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Without any closed samples an analysis cannot be performed to determine if the product fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The needle was detached from the suture when the package was opened.